Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 7 days.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that driveline disconnect alarms, pump stoppage and power elevations were observed. The patient was reported to have been asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative confirmed pump stoppages while the lvad system was connected to the power module. In addition, the driveline was disconnected and there was an increase in power at the end of the log file. X-ray images revealed areas of concern on the distal end of the driveline. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient; however the replaced external distal end portion of the percutaneous lead (driveline) was returned for evaluation. The report of pump stoppages while connected to power module support was confirmed based on the evaluation of the returned portion of the driveline. Furthermore, the reported power elevations after the patient experienced pump stoppages were confirmed per the evaluation of the submitted log file; however, the cause for these elevations could not be conclusively determined. Approximately 6 inches of the external portion/distal end of the driveline was returned. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or metal shielding was observed. Visual inspection identified kinks on the orange, yellow, green, and black wires near the metal connector. The damage appeared to have been caused by trauma to the driveline. The initial visual inspection did not identify a breach to the wires. However, the driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation, and the test revealed a current leakage in the insulation of the orange wire. Further visual inspection identified a breach in the orange wire at the metal connector. As a result of the damage to the insulation, the underlying orange wire conductor was exposed. The reported pup stoppages would have occurred as a result of the exposed conductor contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.